Event description:
Enteral feeding tube inserted by nurse in to left nare next to existing nasogastric tube. Abdominal x-ray done for placement showed nasogastric tube in stomach. Radiologist unaware of two tubes. Pt was discharged to nursing home but, returned in approx 2.5 hours with respiratory distress. Chest x-ray was done - enteral feeding tube in right lung.